Manufacturer narrative:
Section d information references the main device. Other relevant components include: product ID: neu_ascenda_cath, lot/serial# unknown, implanted: unknown, explanted: (B)(6) 2020, product type: catheter, ubd: unknown, UDI#: (B)(4). Product ID: neu_unknown_cath, lot/serial# unknown, implanted: unknown, explanted: (B)(6) 2020, product type: catheter, ubd: unknown, UDI#: (B)(4). Product ID: 8709, lot/serial# (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. H3: of note, the model 8709 catheter was returned for analysis along with an unknown catheter model and an unknown ascenda catheter. The pump was not returned. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. H6: the evaluation codes have been updated for this event and only apply to the catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d11: product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: (B)(6) 2020 product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2020 product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2020 product type catheter h3: the 8709 catheter was returned and analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. The neu_ascenda_catheter was returned and analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. The neu_unknown_catheter was returned and visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: neu_ascenda_cath; explanted: on (B)(6) 2020; product type: catheter; product ID: neu_unknown_cath; explanted: on (B)(6) 2020; product type: catheter; product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2000; explanted: on (B)(6) 2020; product type: catheter; h3: review of the file indicated a correction needed to be made to the analysis summary for the neu_ascenda_catheter. Analysis identified the collet was detached from the catheter to catheter connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a rep and confirmed by a physician. It was unknown when the catheter issue occurred, but the revision was performed on (B)(6) 2020. It was reported that the patient's symptoms were caused by catheter occlusion at the distal tip of the original catheter. The catheter issue was caused by a granuloma that was determined to be due to the catheter being 20 years old and having a low flow rate. The catheter was replaced with a new ascenda catheter. It was reported that the explanted catheter was with the field rep and would be returned, but that no analysis would be necessary. It was reported that the occlusion was seen in 2 of the 3 holes at the distal tip.

Manufacturer narrative:
Continuation of d11: product ID 8709, serial# (B)(6), implanted: (B)(6) 2000, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-nov-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine doe and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient began experiencing overdose and overdose symptoms at random. The patient was very sensitive to any adjustments made to daily dose. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a cap (catheter access port) study was done x 3 with good flow. The catheter flushed and working, a rotor study completed and functioning normally. The actions and interventions taken to resolve the issue was they flushed the catheter in office under x-ray x 3. They believed the patient has a catheter issue. The patient was being seem for surgical consult for catheter replacement. Surgical intervention did not occur but was planned although not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.